Event description:
It was reported that the patient presented remotely via merlin.net experiencing arrhythmia. Upon interrogation it was noted that the pacemaker (pm) exhibited inappropriate magnet response and a marker anomaly. The pm was reprogrammed. The patient was in stable condition.